Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : insufficient product information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - unknown persona articular surface catalog #: ni lot #: ni, unknown persona tibial component catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565 - 2021 - 02622, 0001822565 - 2021 - 02623.

Event description:
It was reported that there were knee complaints on the right side for pain and stiffness in the back of the knee no previous trauma. Attempts have been made, however, no additional information is available at this time.